Event description:
It was reported that a patient experienced peritonitis and subsequently passed away coincident with automated peritoneal dialysis therapy. The peritonitis was manifested by abdominal pain. The cause of the peritonitis was not reported. On unreported date(s), the patient was treated with unspecified intraperitoneal antibiotic(s) (medication, dosage, frequency, and duration not reported) for the peritonitis event. The cause of death was reported to be a non-related event. On the day of onset, the patient was hospitalized for the peritonitis event and the patient was hospitalized at the time of death. It was not reported if an autopsy was performed. It was unknown if peritoneal dialysis therapy was ongoing, and it was unknown if the patient was connected to the baxter healthcare device and/or performing therapy with baxter healthcare disposables and/or baxter healthcare solutions at the time of death. No additional information is available.

Manufacturer narrative:
Complaint no: (B)(4). (B)(6) the device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.